Event description:
Pt underwent cataract surgery in 2001 and implantation of staar model cc-4204bf intraocular lens. The lens came out of the injector funny and there was an anterior capsule tear during insertion. The lens may have been too dry during insertion due to a loading error because the nurse let the lens out too long. There was no vitrectomy performed and a back-up lens was used. The pt's postop is good.